Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received a result of 187 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.